Event description:
It was reported that a customer experienced having an unknown number of mini caps that were dry or had inadequate amounts of iodine in them. The caregiver (cg) stated they were able to use some of the minicaps from the carton. There was no damage to the packaging or to the carton. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd894949 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted.